Event description:
It was reported the patient underwent left and right total hip arthroplasty on an unknown date. Subsequently, the patient's left hip was revised on (B)(6) 2014 due to unknown reasons. It is unknown if biomet products were removed during the revision procedure. The procedure was completed with a biomet modular head, liner, and custom triflange cup. Additionally, the patient's right hip was revised on (B)(6) 2015 due to acetabular deficiency caused by multiple previous acetabular surgeries. The cup, liner, and modular head were removed and replaced by a biomet head, liner, and custom tri-flange cup. During the revision procedure, the surgeon attempted to implant two different 32mm heads without success and finally implanted a 36mm head. Additionally during this procedure, it was reported that a 2.5mm hex driver fractured. There was no reported injury to the patient as a result.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015- 00598 / 00599).

Event description:
It was reported that patient underwent left and right total hip surgeries on unknown dates. Subsequently, the patient's left hip was revised on (B)(6) 2014 due to unknown reasons. It is unknown if biomet products were removed during the revision procedure. The procedure was completed with a biomet modular head, liner, and custom tri-flange cup. Additionally, the patient's right hip was revised on (B)(6) 2015 due to acetabular deficiency caused by multiple previous acetabular surgeries. The cup, liner, and modular head were removed and replaced by a biomet head, liner, and custom tri-flange cup. During the revision procedure, the tip of the hex driver fractured inside a screw head upon insertion. The tip remains in the head of the screw which was implanted in the patient.

Manufacturer narrative:
.